Event description:
Additional information was received that the patient came in for a follow-up visit where it was noted the rv lead threshold measurement had increased since last follow-up, thus the output was successfully reprogrammed with an appropriate safety margin. It was also noted that there was no stored episodes of noise. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that high pacing impedances greater than 2000 ohms were detected on this right ventricular. The patient will be seen at an upcoming follow-up to asses the lead issue. No other information could be obtained about any additional lead diagnostics. No adverse patient effects were reported.